Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 11/01/2012 and was last repaired on (B)(4) 2014 for a non-related issue. Eval of the device observed the comb was damaged. It was noted that the ratchet was stuck to the roller, which caused damage to the roller and ratchet gear. It was also noted that the side plates and roller gear were damaged. Prior to repair, the tet mesh and calibration check could not be performed due to the damaged comb. Repair of the device included replacement of the roller, roller gear, comb, side plates and the ratchet gear. The cause of the reported issue is unclear and it therefore cannot be confirmed. The customer should be aware that improper handling most likely caused the ratchet to be improperly seated to the roller, causing damage to the ratchet gear and right end of the roller, and the damage to the comb. The device was serviced and returned to the customer.

Event description:
It was initially reported that the zimmer skin graft mesher was used improperly when a tech inserted the sleeve into the device upside down. No additional clinical info was received prior to this report.